Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 40 mg/dl at the time of the call. The customer treated their low blood glucose with food. The customer stated that they received a new transmitter but there was not bolus programed in the pump and can not see any data. He customer also stated that the sensors were reading too high. The customer was informed that replacement sensors will be shipped to them to help resolve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).